Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.50 x 24 synergy stent was selected for use to treat the lesion. However, during preparation, upon removing the protective cover of the device, the stent was removed as well. The procedure was completed with another 2.50 x 24 synergy stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. A dislodged stent was returned with the sds. He dislodged stent was returned on a pig tail mandrel. A stent protector was also returned on the mandrel on the distal side of the stent. A visual and microscopic examination of the crimped stent identified stent damage and dislodgement. Stretching damage was noted across the entire stent balloon and the stent was returned separated from the delivery system. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were present on exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed multiple shaft polymer extrusion kinks. A visual and microscopic examination of the tip found no issues. The stent protector and stent were removed from mandrel and the stent protector ID was measured and was within specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.50 x 24 synergy stent was selected for use to treat the lesion. However, during preparation, upon removing the protective cover of the device, the stent was removed as well. The procedure was completed with another 2.50 x 24 synergy stent. No patient complications were reported.